Manufacturer narrative:
As of 12/18/2024 returned and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on (B)(6) 2024, the consumer stated that he had used the product on his leg, which caused a red rash. The consumer stated that he had to go to the doctor to ensure it was not infected, and the doctor said it was not infected, but the area was very irritated. On the completed consumer information report (cir) received on (B)(6) 2024, the consumer states that his skin was still inflamed after stopping using the strips. Then, slowly, after 2 weeks and washing in the shower, the skin under the pad started flaking off. The consumer states that the issue was with the pad.